Event description:
Reporting status: serious injury/permanent damage/medical intervention. Reporting rationale: embolization/occlusion/arrhythmia requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that during stenting of the prox cx (pre-dilated), the pt experienced embolization and occlusion of a small circumflex branch with accompanying chest pain. Post procedure, the ck mb and troponin levels were elevated and the pt was diagnosed with a non st elevated mi. At 48 hours post procedure, the pt experienced non-sustained ventricular tachycardia and an automatic implantable cardioverter defibrillator (aicd) was implanted. The pt was discharged from the hospital four days post procedure. No additional event or pt info is available.